Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported that the circumstances that led to the symptoms he was experiencing was that he had gotten his medications mixed up. He provided that the steps taken to resolve the issue was that he was put on a regimen that balanced him out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving morphine (7.5 mg/ml) and bupivacaine (1.8 mg/ml) via an implanted pump. The dose was 0.9994 mg/day, but the reporter wasn¿t sure if that was for the morphine or the bupivacaine. The indication for pump use was non-malignant pain. It was reported that the patient was in the hospital with an acute altered mental status and back pain. The hcp was calling because they wanted a local company representative to come and check the pump to see if it was working. Per the hcp, they had spoken to the patient¿s pump implanter, but the patient had moved and had not established with another physician yet and the only pump refill was at the implant case.